Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was below the expected lower range. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an open heart surgical procedure, a magnet was not placed over the implantable cardioverter defibrillator (ICD) and the device was not disabled. During the procedure a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) and low impedance on all lead vectors. No intervention occurred and the device remains in use. No patient complications have been reported as a result of this event.